Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and two limb extensions on (B)(6) 2015. Upon follow-up, computed tomography (CT) revealed a type 3a endoleak. The physician elected to reline with a competitor device. The patient is in stable condition.